Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant products (continued): (B)(4) medical 2.0mm jade pta balloon, (B)(4) ultraverse pta balloon. (B)(6)

Event description:
As reported, after pre-dilation was conducted with a balloon (2.0mm jade, (B)(4) medical), a saber percutaneous transluminal angioplasty (pta) 3mm 2cm 150 was delivered to the lesion and inflated however, it ruptured at 4 atm during its initial dilation. The leakage of media was confirmed. Therefore, the balloon was changed to another balloon (ultraverse, (B)(4)) and the procedure finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The lesion was moderately calcified and tortuous. The rate of stenosis was 90%. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). The contrast to saline ratio is unknown. An indeflator device was used. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown what the maximum inflation pressure was during inflation. The balloon catheter was removed easily and intact (in one piece) from the patient. There are no procedural images or procedural cd available for review. The device will not be returned for analysis.

Manufacturer narrative:
After pre-dilation was conducted with a balloon, a saber percutaneous transluminal angioplasty (pta) 3mm x 2cm 150cm balloon catheter was delivered to the lesion and inflated; however it ruptured at 4 atm (four atmospheres) during its initial dilation. The leakage of media was confirmed. Therefore, the balloon was changed to another balloon and the procedure finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The lesion was moderately calcified and tortuous. The rate of stenosis was 90%. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). The contrast to saline ratio is unknown. An indeflator device was used. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown what the maximum inflation pressure was during inflation. The balloon catheter was removed easily and intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17105801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "balloon burst-at/below rbp (peripheral)" could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.